Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, there was resistance felt between a 1.5mm x 4cm galaxy g3 mini coil (glm915040,l13804) and the microcatheter after inserting it from the hub during delivery. The coil became unraveled in the y connector. Therefore, the coil was removed with the concomitant y connector from the patient's body. There was no patient injury reported. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The received device was visually inspected, and the introducer was found in good conditions partially zipped. Then a microscopic inspection was performed the embolic coil was found stretched and tangled with the device, no other damages were observed. Also, the marker band was found at 39cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l13804 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs)- resistance/friction-during advancement with no loss of cerebral target position¿ could not be evaluated because the embolic coil was found stretched. However, the stretched condition noted on the coil may have contributed to the resistance/friction and due to this we can confirm the complaint. The complaint reported by the customer ¿coil - unraveled/stretched-in microcatheter¿ could not be evaluated due the mc involved was not returned for evaluation. However, the embolic coil was found stretched and due to this we can confirm the complaint. The stretched condition noted on the embolic coil appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Resistance/friction during advancement is a known potential failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. Neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Assignment of root cause for the events remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, there was resistance felt between a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l13804) and the microcatheter after inserting it from the hub during delivery. The coil became unraveled in the y connector. Therefore, the coil was removed with the concomitant y connector from the patient's body. There was no patient injury reported. The customer states there is no additional information available.